Event description:
One of the bed frame side rails opened, causing the patient to fall from the bed and sustain a shoulder fracture. The event occurred during patient care while the patient was being turned onto his left side. One caregiver was attending while the other had left the room. In this position, the patient placed his arm over the side rail. At some point, the side rail opened, and the patient rolled onto the floor. Inspection confirmed that the bed frame and side rail mechanisms were functioning correctly. Information collected during the investigation revealed that the customer experienced difficulties locking the side rails. Excessive force was allegedly required, which was caused by inserting a mattress too wide for the bed frame.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the left-hand head-end side rail opened and the patient fell off the bed and sustained shoulder fracture.